Event description:
The customer reported the zipper body is missing from both right and left panel side. The customer did not provide the date when this was discovered. There was no pt incident or injury reported.

Manufacturer narrative:
Evaluation, results: evaluation of the returned product found that on both panels a and b the zipper slider bodies are open. Panel side c had open zipper slider. Panel a mattress envelope zipper insert pin tape material is frayed. Panel side d right leg has two zipper elements bent. Note: posey instruments for use has a warning statement: never try to rip a panel open as this may damage the access panel or the zipper slider by bending it open. Never use the bed if a zipper slider is bent open or damaged as this may prevent the zipper from closing securely. Never leave the pt's bedside until all access panel zippers are securely closed. Test the entire length of each zipper by pressing against the panel near the zipper to make sure it is securely closed and the access panel will not open when pressure is applied. Inspect zipper coils for any kinks or misalignment. Test that all zippers open easily and close securely and there are no gaps or openings when pressure is applied along the entire length of each zipper. Always use zipper pull-tabs and ensure that zippers are fully closed. (B)(4).